Event description:
It was reported that six hours after starting to use the portex endotracheal tube, the customer noticed that the patient was feeling unwell. So, they checked it and noticed that the ventilation of the product functioned inadequately. The operator observed that the air pressure on the cuff was low. The endotracheal tube was replaced as a result. The previous endotracheal tube was submerged under water and a leak was observed from the bonded portion of the cuff. This same issue was observed with another endotracheal tube approximately one week before this incident.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/199/075 with lot number reported as unknown; the sample was received in used condition. During visual inspection no discrepancies were found during functional testing a leak was observed coming out from the seal of the cuff. The customer reported condition was confirmed. The most probable root causes are: ·production personnel did not follow the inspection instructions. ·the instructions are not clear in the welder process.